Event description:
A nurse reported that the fiber optic illuminator had an excessively hot tip during a procedure. They changed out the illuminator twice, as the second one also got hot. There was no significant surgical delay, and there was no patient harm.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. One component lot number, manufactured in february 2011, was identified with this complaint. No abnormalities that could have contributed to the customer complaint issue were found during the review. The product was released according to the manufacturer's acceptance criteria. A complaint history review was performed which indicates no additional complaints were associated with the lot. A root cause has not been identified. (B)(4).